Event description:
On (B)(6) 2013 clinical specialist reported the patient is having concerns with the infusion set; provided patient with infusion sets. On follow up call patient reported he has had several e4 (occlusion) error messages and leaky infusion sets. Patient stated the occlusion and leaky infusion sets caused him to experience elevated blood glucose levels. Patient reported he was able to change the infusion sets and resolve the e4 errors. Patient stated he feels the leaks and occlusion errors are causing the elevated blood glucose reading. Patient reported he had an e4 (occlusion) error message and elevated blood glucose reading of 283 mg/dl today; changed the infusion set and is waiting to see if the elevated reading returns to normal. Patient's target range is 80-140 mg/dl. Patient stated he had 2 leaky infusion sets on (B)(6) 2013. Patient reported he noticed the leak because his shirt was wet. Patient reported experiencing elevated blood glucose levels on those days but resolved the concern by changing the infusion set. Patent stated he did not require any outside assistance. Patient reported the leak is where the cannula connects to the hard part of the infusion set. On follow up call on (B)(6) 2013 patient reported he did not care for the new type of infusion set and returned to the old type. Patient stated after having the infusion set inserted for a day, his reading began going back up; thinks something is wrong with the infusion device delivery. On follow up on (B)(6) 2013 patient reported using a new box of infusion sets and it resolve the elevated blood glucose readings. On follow up on (B)(6) 2013 patient stated he feels the infusion device delivery is correct. Patient reported he feels the leaky infusion set and occlusions caused the elevated blood glucose readings. Patient stated he had air bubbles in a new insulin cartridge before it was in use. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
(B)(4). A medtronic representative, following up with the site, was able to replicate the issue with the same driver instrument. All other instrumentation were found to be accurate. (B)(4) 2014 - a medtronic representative performed a navigation system check-out, all areas passed.medtronic investigation of returned suspect device finds that the tip of the instrument is twisted and broken off. Mechanical failure, bent instrument tip directly caused event.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.